Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 12/21/2021 additional information was requested, and the following was obtained: * please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. Unknown, from hospital record only mentioned the suture broken easily * please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Received return product from customer on (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/12/2022 additional information: d9, h3, h6 h3 investigational summary: an opened paper folder and a needle/suture product code w2881 were received to ethicon inc for evaluation. As per visual inspection of the sample received, the needle still was attached to suture and bending needle was observed, the strand was taped to petri dish and could not be removed, no additional evaluation can be performed. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide lot number. Please clarify if the suture broke into separate pieces or if the entire suture separated from the needle. Event date and procedure name? Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke, and became disconnected. They used a new suture to complete the procedure successfully. There were no patient consequences reported. No additional information could be provided.